Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with injected in the cheeks with five syringes of juvéderm¿ voluma¿ with lidocaine and 2 syringes of juvéderm® volift® with lidocaine. Two months later, patient was injected with four syringes of juvéderm¿ voluma¿ with lidocaine. Approximately three months later, patient developed "delayed onset swelling and nodules" and ¿inflammatory nodules (non-abscess) at injection sites (ck1, ck3, ck4, c6).¿the next day after onset, patient was treated with ¿clavulin + colchicine." Two days later, patient was treated with ¿clavulin + colchicine." Four days later, patient was treated with ¿hyaluronidase dissolution¿ and ¿cephalexin, prednisone, cetirizine.¿ it was also noted ¿pfizer covid vaccine doses given 10 days + 11 days post filler." Event is ongoing at this time. This is the same event and the same patient reported under MDR ID #3005113652-2021-03312 (allergan complaint (B)(4)), and MDR ID #3005113652-2021-03310 (allergan complaint (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm¿ voluma¿ with lidocaine.